Event description:
A customer contacted baxter's tech svs center regarding a possible overfill. The home pt stated that he was forced to end therapy after the first cycle after feeling symptoms of overfill. The home pt felt abdominal pain, nausea and could feel fluid in his chest area. The home pt shut off the homechoice and disconnected, then did a manual exchange to drain fluid out. The tech svs rep (tsr) reviewed the alarm log and found no alarms that occurred during the previous therapy. The home pt's fill volume was 2500 ml. The pt did not record his drain volume but stated that it was large. Follow up contact was made with the home pt. The home pt stated that he was having no further problems with therapy. No further info regarding this event could be obtained despite requests from baxter. No pt injury or medical intervention was reported.

Manufacturer narrative:
(B) (4).